Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the log files. The system controller was returned and evaluated under MFR# 2916596-2021-01812. The testing did not indicate any issues with the system controller that would have contributed to the reported event. The submitted periodic log file and the periodic log file downloaded from the returned controller contained approximately 442 days of data combined (05jan2020 ¿ 22mar2021 per the timestamp). A backup battery fault alarm activated sometime between 11mar2020 at 21:14:31 and 12mar2020 at 09:14:27 due to a backup battery load test failure (error code f36). The alarm remained active until sometime between 12mar2020 at 21:14:23 and 23nov2020 at 14:56:23. The next event after 12mar2020 at 21:14:23 was captured on 23nov2020, indicating that the controller was exchanged sometime after the event captured on 12mar2020 at 21:14:23. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact times that the backup battery fault alarm activated and resolved, the initial conditions that caused the alarm to activate, and the exact time that the controller was exchanged cannot be determined from the log file. The pump maintained a speed above the low speed limit through the log file. The controller event log files did not contain any data from the date of the reported event due to the events being overwritten by newer data. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 16jun2017. Heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the system controller. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, and heartmate 3 instructions for use section f, entitled ¿safety checklist¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report number #2916596-2021-01812. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device had a backup battery fault alarm on (B)(6) 2020 that resulted in a controller exchange.